Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 18:43:54. During night drain cycle one, the patient's ultrafiltration reading was 1993ml, indicating the home patient (hp) drained 1993ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was false empty detect at initial drain (I-drain) and I-drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.